Event description:
It was reported during central processing, the small grasping retractor instrument had extremely loose cable. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting extremely loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing on one side of the clevis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the incident occurred during the instrument cleaning process and not during the surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.